Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge after several hours despite correct charging technique, a solid green indicator light, and attempts with an alternate outlet, leading to a replacement being arranged. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education, including confirmation of charging method and power source. The user reported that the issue resolved and that their current pump was functioning normally and stated they would return the replacement new ilet instead. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to assign a definitive root cause.